Event description:
On (B)(6) 2021 a nurse educator reported stoma was red, yellow drainage, and swollen since replacement of peg j in (B)(6) 2020. The gastroenterologist is not concerned with the stoma. Reports no abscess noted, no stoma infection. No prescription antibiotics ordered nor has the patient been admitted to the hospital for stoma issues. No interventions at this time for the stoma. Patient will have a CT scan in the future to rule out possible fistula in the tract and rule out possible cellulitis. At that time they will determine possible removal of peg j and to stop therapy.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa treatment began (B)(6) 2016. It was reported that the patient¿s stoma is leaking, sometimes copious amounts, sometimes the leakage is black in color, sometimes has an odor, stoma site is red and starting to puff a little. A cna confirmed ongoing issue with stoma drainage which is malodorous at times. Cna stated in (B)(6) 2021 the patient was diagnosed with a stoma yeast infection however, the physician didn't prescribe anything at the time. Cna added that the physician just prescribed a prescription, diflucan 200 mg x 10 days for the stoma yeast infection. The patient has home cna three times a week and a visiting wound care nurse once weekly. Cna states the stoma does appear red, but thinks it is related to the incorrect way the spouse changes the dressing or the visiting wound care nurse inconsistent visits.